Manufacturer narrative:
(B)(4). G2: foreign - the event occurred in australia. Multiple MDR reports were filed for this event. Associated reports are available for the applicable concomitant products below in the d10 narrative. D10: concomitant medical products, part (lot): unknown comprehensive glenoid(unknown). Unknown comprehensive head(unknown). Unknown comprehensive stem(unknown). Attempts have been made to gather all product identification information, and no further information has been provided. The customer has not indicated whether the product will be zimmer biomet for investigation, and the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a revision. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Upon receiving additional information of the reported event, it was determined to be not reportable. The initial report should be voided.

Event description:
It was reported the patient experienced a fall. After the fall, the patient's shoulder was unstable. Subsequently, the patient was revised and the glenosphere, humeral tray and bearing were removed and replaced. Attempts have been made and no further information has been provided.